Event description:
The caller reported an issue with the cuff of a size 8 percutaneous tracheostomy tube being torn. The tear is believed to have occurred during insertion. The caller reported they think cuff may have torn on pt cartilage and the tracheostomy tube was not pretested. No other info was reported.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted.